Event description:
This case was initially received via regulatory authority (reference number: mw5076843) on 04-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe abdominal pain / cramping"), vaginal haemorrhage ("heavy vaginal bleeding") and haemorrhagic anaemia ("anemic due to heavy vaginal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and levothyroxine. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), rash ("skin rashes on lower extremities which are painful") and arthralgia ("debilitating joint pain"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, vaginal haemorrhage and haemorrhagic anaemia outcome was unknown and the rash and arthralgia had not resolved. The reporter provided no causality assessment for abdominal pain, arthralgia, haemorrhagic anaemia, rash and vaginal haemorrhage with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw5076843) on 04-may-2018. The most recent information was received on 20-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / cramping"), vaginal haemorrhage ("heavy vaginal bleeding"), haemorrhagic anaemia ("anemic due to heavy vaginal bleeding") and genital haemorrhage ("excessive bleeding/excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and levothyroxine. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), rash ("skin rashes on lower extremities which are painful"), arthralgia ("debilitating joint pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, vaginal haemorrhage, haemorrhagic anaemia and genital haemorrhage outcome was unknown and the rash and arthralgia had not resolved. The reporter provided no causality assessment for abdominal pain, arthralgia, haemorrhagic anaemia, rash and vaginal haemorrhage with essure. The reporter considered genital haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 20-aug-2018: summons received: event - excessive bleeding added. Suspect drug indication added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5076843) on 04-may-2018. The most recent information was received on 29-apr-2019 this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / cramping"), vaginal haemorrhage ("heavy vaginal bleeding"), anemia from blood loss ("anemic due to heavy vaginal bleeding"), genital haemorrhage ("excessive bleeding/excessive and abnormal bleeding") and cervix haemorrhage uterine ("complications or problems that occurred at the time of your essure placement : bleeding from the cervix") in a female patient who had essure (batch no. B63688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, seasonal allergy, thyroid nodule, cesarean section (cs x 5), tonsillectomy and human papilloma virus test positive. Concurrent conditions included cholecystectomy, uterine enlargement, bloating, dysfunctional uterine bleeding, ovarian mass, dysplasia, amenorrhea, vulvovaginal human papilloma virus infection, diarrhea and constipation. Concomitant products included ibuprofen and levothyroxine. In 2011, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), anemia from blood loss (seriousness criterion medically significant), rash ("skin rashes on lower extremities which are painful"), arthralgia ("debilitating joint pain"), genital haemorrhage (seriousness criterion medically significant) and cervix haemorrhage uterine (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, anemia from blood loss, genital haemorrhage and cervix haemorrhage uterine outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia and pelvic pain had resolved and the rash and arthralgia had not resolved. The reporter provided no causality assessment for abdominal pain, anemia from blood loss, arthralgia, rash and vaginal haemorrhage with essure. The reporter considered cervix haemorrhage uterine, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: at the end of the procedure, the patient had 3 coils within the endometrial cavity of both the left and right side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2015: uterus with cervix, ovaries and fallopian tubes, resection: - ovaries and fallopian tubes: benign paratubal cysts, cystic ovarian follicles, fibrous adhesions. - cervix: unremarkable. - endometrium: disordered proliferative pattern. - myometrium-serosal adenomyosis, leiomyomas, serosal fibrous adhesions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received. Reporter's information updated. Event: abnormal bleeding (vaginal, menorrhagia),), dyspareunia (painful sexual intercourse), pain, medical history , concomitant drugs, lab data were added. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / cramping"), vaginal haemorrhage ("heavy vaginal bleeding"), haemorrhagic anaemia ("anemic due to heavy vaginal bleeding"), cervix haemorrhage uterine ("complications or problems that occurred at the time of your essure placement : bleeding from the cervix") and genital haemorrhage ("excessive bleeding/excessive and abnormal bleeding") in an adult female patient who had essure (batch no. B63688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, seasonal allergy, thyroid nodule, cesarean section (cs x 5), tonsillectomy and human papilloma virus test positive. Concurrent conditions included cholecystectomy, uterine enlargement, bloating, dysfunctional uterine bleeding, ovarian mass, dysplasia, amenorrhea, vulvovaginal human papilloma virus infection, diarrhea and constipation. Concomitant products included ibuprofen and levothyroxine. In 2011, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), cervix haemorrhage uterine (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes on lower extremities which are painful") and arthralgia ("debilitating joint pain"). The patient was treated with surgery (total hysterectomy salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, haemorrhagic anaemia and cervix haemorrhage uterine outcome was unknown, the vaginal haemorrhage, genital haemorrhage, menorrhagia, dyspareunia and pelvic pain had resolved and the rash and arthralgia had not resolved. The reporter provided no causality assessment for abdominal pain, arthralgia, haemorrhagic anaemia, rash and vaginal haemorrhage with essure. The reporter considered cervix haemorrhage uterine, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: at the end of the procedure, the patient had 3 coils within the endometrial cavity of both the left and right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2015: uterus with cervix, ovaries and fallopian tubes, resection: ovaries and fallopian tubes: benign paratubal cysts, cystic ovarian follicles, fibrous adhesions. Cervix: unremarkable. Endometrium: disordered proliferative pattern. Myometrium-serosal adenomyosis, leiomyomas, serosal fibrous adhesions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received. Reporter's information updated. Event: abnormal bleeding (vaginal, menorrhagia),), dyspareunia (painful sexual intercourse), pain, medical history , concomitant drugs, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw (B)(4)) on 04-may-2018. The most recent information was received on 14-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / cramping"), vaginal haemorrhage ("heavy vaginal bleeding"), haemorrhagic anaemia ("anemic due to heavy vaginal bleeding") and genital haemorrhage ("excessive bleeding/excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and levothyroxine. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), rash ("skin rashes on lower extremities which are painful"), arthralgia ("debilitating joint pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, vaginal haemorrhage, haemorrhagic anaemia and genital haemorrhage outcome was unknown and the rash and arthralgia had not resolved. The reporter provided no causality assessment for abdominal pain, arthralgia, haemorrhagic anaemia, rash and vaginal haemorrhage with essure. The reporter considered genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.